Event description:
Medtronic received information regarding a navigation system being during a sacroiliac and thoracolumbar procedure. It was reported that the image quality changed when transferring the image from the imaging system to the navigation system. The brightness and contrast was adjusted and the site proceeded with the case. It was noted that the probable cause was the 4.3 software on the imaging system. There was no impact on patient outcome. There was less than an hour of surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), h6: a medtronic representative went to the site to test the equipment. The system was performing as intended and no hardware was replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735740, software version: 2.1.0. It was reported that there were no errors and no evidence captured in the logs for the cause of this issue. The archive was verified and it had the imaging system images and all the parameters were matching as per the protocol. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Already reported codes b01 and c19, and newly reported code d15 are applicable to this analysis. H2: a13 is to reflect the image quality changed when transferring the image from the imaging system to the navigation system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.